Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer satisfaction was achieved after initially expressing concern about receiving a refurbished replacement pump, resulting in a one-time approval for a new pump replacement. Customer technical support sent a replacement pump, updated the customer about the latest software, and provided instructions on managing the pump until its return. Customer understood the procedures outlined by technical support for receiving and returning the pump.